Event description:
During a procedure for a hematoma, the surgeon noted one screw backing out from the locking plate which was placed during a previous acdf procedure. The screw was removed and replaced.

Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number.